Event description:
It was reported that the suspect device was providing incorrect reading. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated that all inspections were completed and the manufacturing process at the manufacturing facility and the suspect device manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. The suspect device was returned for evaluation. Physical and functional testing was performed and found that the issue was an out of box failure. Several tests were performed including; connecting the suspect device to a known good testing probe and the reported issue was duplicated and confirmed. Further evaluation determined that when flapping the clips constantly in an open and closed movement, the advisor monitor consistently detects and displays a heart rate. Evidence of noise interfering with the emitter and the detector signal which contributed to the customer's observed failure of erratic and erroneous readings. Concluded that the detector in the suspected device may have been malfunctioning all this time. However, there was no difference in the form and fit of the returned suspect device as alleged by the customer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).